Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported that the drain broke off in patient when the floor nurse was pulling the drain from the lumbar region. The patient was brought back to the operating room and the piece of drain was removed. The drain was sent to pathology. The patient is doing well. The product number and lot number are unknown.

Manufacturer narrative:
The device history record could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.